Event description:
During a ptca treatment procedure, the maverick 2 monorail balloon ruptued at 12 atms. The number of inflation and to what atms was unk. The lesion being treated was calcified, 100% stenotic lesion in a mid left anterior descending (lad) coronary artery. The physician used a terumo introducer sheath for cascular access, a miracle3 guidewire and a mach1 guide catheter to cross the lesion. No pt injuries or complications were repored. Pt status is reported as 'good'.